Manufacturer narrative:
Analysis found that the customer complaint could not be confirmed. The device was received in good condition. No faults were found. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the disposable drill bit wobbles in hand piece. There was no patient impact.